Event description:
Pt had an essure procedure done in (B)(6) 2012. Subsequently, she had several constitutional symptoms such as fatigue, fainting etc. Which eventually caused her to visit the ER. When MRI and cat scan tests came back normal, the ER doctor suggested she consult an ob/gyn regarding her essure devices. The reporting physician (who was not the implant surgeon) removed her devices via bilateral salpingectomy on (B)(6) 2013. During the procedure, he found that her devices were correctly positioned and she had no inflammation, infection or other pathology. At her post surgical visit, she reported that her symptoms had dramatically improved. Since she had no pre-existing conditions and her symptoms began after her essure procedure, the explant physician concluded that her symptoms were caused by an allergic reaction to the essure devices.

Manufacturer narrative:
Per current essure instructions for use (IFU) the essure micro-insert includes nickel-titanium alloy, which is generally considered safe. However, in vitro testing has demonstrated that nickel is released from this device. Pts who are allergic to nickel may have an allergic reaction to this device, especially those with a history of metal allergies. In addition, some pts may develop an allergy to nickel if this device is implanted. Typical allergy symptoms reported for this device include rash, pruritus, and hives.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.